Manufacturer narrative:
As mentioned the in follow-up 1 report the abl800 analyzer was decommissioned and will be replaced with abl90 flex plus using safe pico 956-622. The root cause was not found.

Manufacturer narrative:
The affected reference membrane has been isolated at the customer and will be send to radiometer for further investigation.

Event description:
According to the complaint, a customer reports that an abl800 flex analyzer (B)(4) gave spurious results for the na+ and ica2+ parameters. The spurious results were obtained for different sample types (including venous, arterial and capillary samples). Na+ (capillary): 141 mmol/l versus 153 mmol/l. Ica2+ (capillary): 1.11 mmol/l versus 1.30 mmol/l. Na+ (vein): 135 mmol/l, 148 mmol/l, 136 mmol/l. Na+ (artery): 134 mmol/l versus 146 mmol/l. Ica2+ (artery): 1.32 mmol/l versus 1.48 mmol/l. A precision test was run by the customer where the same blood sample was measured 8 times on the abl800 analyzer giving the measurement results below sodium (na+): run #1 ((B)(6) 2019, 12:43): 137. Run #2 ((B)(6) 2019, 12:46) : 148. Run #3 ((B)(6) 2019, 12:50) : 148. Run #4 ((B)(6) 2019, 12:54) : 137. Run #5 ((B)(6) 2019, 12:57) : 137. Run #6 ((B)(6) 2019, 13:01) : 151. Run #7 ((B)(6) 2019, 13:04) : 138. Run #8 ((B)(6) 2019, 13:07) : 151. Ion calcium (ca2+): run #1 ((B)(6) 2019, 12:43) 1.13. Run #2 ((B)(6) 2019, 12:46) 1.31. Run #3 ((B)(6) 2019, 12:50) 1.28. Run #4 ((B)(6) 2019, 12:54) 1.07. Run #5 ((B)(6) 2019, 12:57) 1.06. Run #6 ((B)(6) 2019, 13:01) 1.26. Run #7 ((B)(6) 2019, 13:04) 1.05. Run #8 ((B)(6), 2019 13:07) 1.26.

Manufacturer narrative:
The abl800 analyzer has been removed at customer. Instead an abl90 flex analyzer have been installed using safepico 956-622 blood samplers.